Event description:
Based on information reported to davol fa via sales rep: ni/ni/ni -- the surgeon reported that a xenmatric graft was implanted into the pt. The wound was left open. A wound vac dressing with settings <125 mm/hg was applied. Less than two weeks later, the md noted the graft had disappeared/disintegrated. Ni/ni/ni -- the pt underwent an additional surgical procedure.

Manufacturer narrative:
Based on information reported to davol, a pt had a xenmatric graft implanted that disappeared/disintegrated less than two weeks after implant. It was reported that the pt then underwent an additional unspecified surgical procedure. We have contacted the surgeon's office to obtain additional information regarding the event. Currently, it is unk whether the device may have caused or contributed to the alleged event. No medical records have been provided, including operative reports or pathology reports, and no sample is available for evaluation. Few details have been provided regarding the alleged event, however the IFU states that the device should be placed in maximum possible contact with healthy well-vascularized tissue to promote tissue ingrowth and tissue remodeling. The IFU also states that when unable to close skin over the graft, ensure that the graft remains moist, and avoid drying of the implant through "continued suction devices" as this may negatively impact the performance of the implant. Without additional information regarding the pt's course of treatment, no conclusion can be drawn.